Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the "5.0mm healicoil knotless pk suture anchor" broke off during insertion. The broken part could be completely removed from the patient using tweezers. The procedure was successfully completed without significant delay using a back-up device into the same bone hole. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during surgery, the "5.0mm healicoil knotless pk suture anchor" broke off during insertion. The broken part could be completely removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.